Event description:
The customer reported that the rotating valve breaks when injecting contrast during diagnostic and angioplasty procedures. Customer stated this has happened with two or three devices from the same lot. No harm or injury reported. This is one of three reports for this event: 9616662-2010-00017, 9616662-2010-00018.

Manufacturer narrative:
The device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Method: device history record was reviewed. Conclusion: the investigation is not complete. A follow-up report will be submitted when additional information is available.